Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: codes: health effect - clinical code problem code: e2331 pallor/ code not available. H6: codes: health effect - clinical code problem code: correction to disregard 4581. Appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is approximation. On (B)(6) 2025, the patient¿s parent reported that the cgm displayed a glucose level of 98 mg/dl, while the patient was exhibiting symptoms of looking pale, incoherent, weak, shaky, and "nearly slipped into a coma". A fingerstick test was performed by the parent and showed a blood glucose level of 38 mg/dl. In response, the parent administered approximately 4 to 5 glucose tablets (15g each), provided 8 oz of orange juice, and used baqsimi nasal powder (3 mg). Within an hour, the patient¿s glucose levels began to rise, and by the following hour, the patient had reportedly recovered. Emergency medical services were not contacted, as the patient responded well to the administered treatments. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.